Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. In addition, the recipient experienced pain and heating sensation due to undetermined reasons. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Since may 2023, the recipient was complaining about having continuous headaches and feeling heat in her head. The recipient experienced some pulses in her head and some noise where poor hearing performance with the device was noted. When the sound level was increased with the audio processor program, she was very uncomfortable with the sound level. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2023, the recipient was complaining about having continuous headaches and feeling heat in her head. The recipient experienced some pulses in her head and some noise where poor hearing performance with the device was noted. When the sound level was increased with the audio processor program, she was very uncomfortable with the sound level. Follow-up measurements planned at the end of june 2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the recipient experienced pain and heating sensation due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Since (B)(6) 2023, the recipient was complaining about having continuous headaches and feeling heat in her head. The recipient experienced some pulses in her head and some noise where poor hearing performance with the device was noted. When the sound level was increased with the audio processor program, she was very uncomfortable with the sound level. The recipient has been re-implanted.